Event description:
Customer reported that the tube arcs and image flickers when system is in oblique position. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and performed a filament calibration and regreased the high voltage cable connectors. System operates as intended. (B) (4) 06/16/2009.